Event description:
Transmission data integrity - transmission pdf contained red x in arrhythmia tracing on a patient on remote monitoring with an implantable loop recorder. Manufacturer response for cardiac remote monitoring platform, carelink (per site reporter).